Event description:
It was reported that a malfunction occurred on the pump, identified by malf 12 code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided instructions on how to proceed if the issue recurs. The customer understood and acknowledged the guidance, and they were able to continue using the pump. Cts to replace pump. Customer will continue to use current pump.